Manufacturer narrative:
Findings: unit had no button response due to corroded keypad traces. Unit had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 155 mg/dl. The customer stated that easy bolus, act and esc are not working. Customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.